Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ shielded IV catheter malfunctioned as ¿the needle failed to retract.¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation results: one package label was received for evaluation by our quality engineer team. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of needle retraction failure. As no physical samples were available for observations and testing, evidence was not identified to support a root cause for this incident. Device/batch history record review findings performed on the lot number 7268958. The lot number was built on afa line 7, from october 1, 2017 thru october 7, 2017. Review of the DHR revealed all required challenges samples and testing was per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process samples for needle retraction included (not limited to) spring diameter, adhesive overfill, retraction by button activation, component damage (grip, button, spring and hub) were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one 20ga paper to web from the lot number 7268958. No unit was returned; observations and testing could not be performed. Conclusions: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.